Manufacturer narrative:
Pump received with reservoir tube lip broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the insulin pump had damaged. Customer blood glucose level was 127 mg/dl at the time of incident. Customer also stated that the reservoir was damaged. The device will be returned for analysis.